Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported to a new surgeon with complaints of radicular pain following the initial procedure. The surgeon determined that the cranial positioned implant had breached the neuroforamen. One week after the initial procedure, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.